Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat the patients left mid great saphenous vein (gsv). Post procedure granuloma was reported along the treated vein (>5cm from the access site). Symptoms occurred between days 2-14 after procedure. The total length of treated vein is unknown. The amount of adhesive used is unknown. The patient has a known allergy to bactim. There are no known co-morbidities. Issue is still present. The patient is under review for potential future explant.

Manufacturer narrative:
Image analysis seven image files were returned for review. The image files show the mid great saphenous area on the patient¿s leg. Swelling, redness and an open granulomatous wound can be observed on the patient¿s leg above the knee and below the knee discolouration of the skin is seen, this is consistent with the reported event. It cannot be determined from the images attached what caused the reaction, swelling, redness and granulomatous wound. The most probable cause is anatomy related. The IFU lists the potential adverse effects on health (e.g., complications) associated with the use of the venaseal system post procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it is reported the physician had difficulty threading the wire due to spasm. First accessed near the ankle and was unable to thread the wire. Used a tourniquet and warm blankets and was able to access and thread wire to the proximal calf. They were unable to advance more than 25 cm after trying different methods and decided to treat starting in the mid thigh so greater than 5 cm from the junction. The physician stated that the vein was severely spasmed, but successfully treated from mid thigh to proximal calf. Compression was held. Ultrasound was used. The patient attended the emergency room for redness, pain and swelling in the treated leg (B)(6) 2024). Ultrasound showed ehit in right common femoral vein. Patient was started on xarelto, keflex, and given norco for pain. Advised to use compression and follow up in clinic. The patient then had a wound clinic visit (B)(6) 2024). The patient reported no improvement in pain, worsening redness, and swelling. Started on medrol dose pack for possible reaction. Continued xarelto, keflex and norco. Continued compression. No new open wounds at that time. Still continuing wound care for chronic wound on distal medial right leg. Had repeat duplex as it was believed this was patients originally scheduled duplex. No change. The patient attended another wound clinic visit (B)(6) 2024) as they were still having pain, redness and swelling. Lump noted to inner thigh per nursing note. Advised to continue warm/cool compresses, tylenol/ibuprofen for pain, and compression. The physician talked with the patient over the phone (B)(6) 2024) after speaking with venaseal rep as they were unable to see the patient in clinic. Symptoms remain the same. Advised to continue ibuprofen and try voltaren gel. Follow up next week with physician. No new open wounds at that time per patient. The physician saw patient in the wound clinic (B)(6) 2024) and at this time patient had developed an open granulomatous wound above the knee and had necrotic appearing skin below the knee without open wound. Prescribed lidocaine patches, augmentin, and more steroids. Bacitracin, adaptic, foam, kerlix applied to medial knee wound. Per a physician wound care visit (B)(6) 2024) nurses applied bacitracin, adaptic, foam and kerlix to right medial knee wound. Venous duplex to be completed in september. No explant has not yet been performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the cyanoacrylate glue self-explanted in mid-october and the wounds started healing well after that time. Physician was able to see the glue and remove more from the surface of the wound during one of the clinic visits. Last ultrasound one was on 9/18/2024 which showed: successful vena seal closure of the right great saphenous vein with propagation into the common femoral vein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.